Event description:
Hcp reports the pt presented with no relief of pain. The pump was explanted 2004 and then returned to the MFR for analysis. A follow up report will be sent when add'l info is obtained.